Event description:
It was reported to philips that when the device was evaluating a patient, it captured a 3 lead ECG, however, when the 12 lead was attached to the device, the screen flashed on and off. There was no reported adverse patient impact.